Event description:
It was reported that the right ventricular (rv) high voltage lead showed high impedance and an apparent fracture. The lead was capped and replaced. It was also noted that lead integrity alert (lia) had triggered for the right ventricular (rv) pacing lead. The lead showed oversensing/noise and multiple non-sustained ventricular tachycardia and short interval counts (sic) episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implanted: (B)(6) 2006; explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected d4 and h4 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) episodes. Analyst commented, sic 210 lifetime; oversensing consistent with lead fracture.